Event description:
It was reported that the pump miscalculated boluses; however, pump logs were unavailable for tandem technical support to review, therefore the allegation could not be confirmed. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.